Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lfs on (B) (6), 2010, alleging inaccurate high readings on the pt's one touch ultra 2 meter. The pt mentioned that on (B) (6), 2010, she tested her blood glucose and obtained three results of 174 mg/dl all done at an unspecified times on (B) (6), 2010. The pt was comparing meter result to feelings/normal results. At around the same time of testing, the pt developed symptoms of shaky, nausea, headache and fatigue. The pt did not seek any medical attention or contact their physician for assistance. A quality control test was done and the test strips passed using the control solution. The complaint is being reported since the pt alleged that due to the high readings she developed feeling shaky, which is a suggestive symptom of low blood glucose.